Manufacturer narrative:
This lead is expected for return. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited low cardiac signals, and attempts were made to reposition the lead. On the last attempt to position the lead, the suture sleeve broke causing damage to the insulation. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection noted a cut in the insulation along with a deformed conductor coil approximately 152cm from the terminal pin; likely due to handling damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited low cardiac signals, and attempts were made to reposition the lead. On the last attempt to position the lead, the suture sleeve broke causing damage to the insulation. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.